Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had blank display, and low battery alerts. It was reported that the pump was cracked at the battery compartment and will no longer hold the battery in place. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd glass. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify low battery alarm due to the blank display. The pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked reservoir tube lip and broken battery tube threads. However, the test battery cap fit with the battery tube threads.